Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic repair of labrum injury of the right shoulder surgical procedure, after inserting the lupine br w/orthocord, it was observed that the lupine br w/orthcrd suture device broke and the anchor pulled out. According to the report, the event occurred when the surgeon tied the knot. It was reported that another device was used to complete the surgery. There was no patient consequence or surgical delay reported. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that the device suture breakage and the anchor was pulled out. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the suture appeared frayed at the bond with the anchor. The anchor was found deformed from medial portion to the bottom. Therefore, the reported complaint was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to a damaged occurred during storage or set up prior/during the procedure, however it cannot be conclusively affirmed. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. A manufacturing record evaluation was performed for the finished device [(B)(4) ] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [(B)(4) ] number, and no non-conformances were identified.